Event description:
The reporter stated that he did a meter to lab comparison test. The testing was done in a fasting state, within ten minutes, capillary to venous. His meter reading was 103 mg/dl., and the lab test result was 163 mg/dl. The reporter stated that he did not have any symptoms. He said that his meter had never been cleaned. No control solution testing was done due to unavailability of meter and supplies.